Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received multiple shocks. Upon review of the remote monitoring transmission, the shocks were thought to be inappropriate. The device detected the rhythm as ventricular fibrillation, but the rhythm was suspected to be supraventricular tachycardia. The patient had an atrioventricular node ablation, was provided addition rate control medication, and was upgraded to a crt-d device. No further patient complications have been reported as a result of this event.